Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, and h11. The device was not returned to olympus for inspection, but a technical assistance center (tac) provided remote troubleshooting. Technical assistance guided the user through adjusting the recording image settings via the system menu to enable high-definition image capture. After saving the changes, image capture and review functioned properly. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.